Event description:
The customer reports: during an epidemiology aleatory study, in clinica medilaser neiva. The medical device was detached and subjected to the following microbiological procedures: cultivation is carried out in trypticase soy broth from the tip of the catheter, the needle, and the hoses. Incubating the samples for 24 hours. The catheter needle, the hoses and the tip of the catheter were made in emb agar and in chocolate agar, the result is positive for the needle (in chocolate agar), and negative for the tip of the catheter and the hoses. The needle was positive for the gram (+) cocci test, positive for the catalase test (+), and negative for the quagulase (-) test.

Manufacturer narrative:
(B)(4). The customer returned one opened and one unopened cv-15703 kit for evaluation. The opened kit was missing the introducer needle and the tip of the catheter had been removed. This is consistent with the customer description that these items were the ones tested. The edges of the kit trays were examined and no signs of improper sealing were identified. The teleflex sterility assurance group was notified of this complaint. The sterility assurance group reviewed the sterilization records for this product and no issues were identified. After additional information from the customer was received in regard to the testing methods that were used the sterility assurance group concluded that the customer's test results were likely a false positive due to unsuitable testing methods. A device history record review was performed and no relevant findings were identified. The customer reported sterility issue could not be confirmed during the sample investigation. Teleflex sterility assurance reviewed sterilization records for this product and no issues were identified indicating that the product distributed was within expected limits. A review of the lid stock seal on the returned sample was performed with no issues identified that could result in a breach in sterile barrier. A review of the test methods used at the time of the alleged event was performed by the sterility assurance group. The test methods were found to be inadequate as the test environment was not suitable. Therefore, the probable cause is related to improper test setup. No further action shall be taken at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). After review of device problem code hierarchy, (B)(4). Testing conditions and environment of testing facility is unknown.

Event description:
The customer reports: during an (B)(6) study, in (B)(6). The medical device was detached and subjected to the following microbiological procedures: cultivation is carried out in trypticase soy broth from the tip of the catheter, the needle, and the hoses. Incubating the samples for 24 hours. The catheter needle, the hoses and the tip of the catheter were made in emb agar and in chocolate agar, the result is positive for the needle (in chocolate agar), and negative for the tip of the catheter and the hoses. The needle was positive for the gram (+) cocci test, positive for the catalase test (+), and negative for the quagulase (-) test.